Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter : it was reported that rear cannula end is broken.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent, and rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent, and the patient end (pe) cannula was broken. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Since the sample was returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. The root cause for this issue is user related. The pe cannula was broken by the user after handling the pen needle.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter : it was reported that rear cannula end is broken.